Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the monophasic shock delivery. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the device and was able to duplicate and verify the issue. The fsr replaced the therapy printed board circuit assembly (pcba) to resolve the issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer. The therapy pcba was sent to the stryker product assessment center (pac) for further evaluation. The pac technician found that the h-bridge circuit was shorted and causing the issue. The root cause was determined to be the shorted h-bridge circuit of the therapy pcba.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the monophasic shock delivery. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient involvement reported with the event.